Manufacturer narrative:
Investigation findings: to date the sheath has not been returned for evaluation. A follow up report will be filed upon completion of an investigation.

Event description:
It was reported that the patient's shoulder was observed swollen following use of this pressure sensing sheath kit with an arthroscopy pump in a shoulder procedure. There was no report of further medical or surgical intervention required for this event.